Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery a pt presented with an unexpected postoperative result. The pt has fluctuating myopia. The surgeon is planning to exchange the lens. Additional info has been requested.

Manufacturer narrative:
The product has not been returned. No other complaints reported for this lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).